Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the 3 screws not placed as intended were corrected in the very same surgery (removed and replaced without aid of navigation) ,the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended ,there was no direct (or increased) risk of harm to a critical structure due to this issue ,there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 20 min) , and there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating 3 screws from left l3-l5 having been placed up to 2cm off from their intended positions is a decalibrated non-brainlab c-arm that was used to acquire the patient image that was automatically registered to navigation and accepted by the user for the procedure. Specifically, as brainlab support verified the new scanner calibration performed 2 days prior to the case, but the verification scans performed after the surgery revealed a deviation between 10-20mm, it is reasonable to conclude that the scanner became decalibrated in between this time/before the surgery occurred. A decalibrated c-arm (due to e.g. Improper handling, misuse, damage, etc.) Will result in an inaccurate registration result. An additional, but minor factor, that may have contributed to the reported inaccuracy is movement of the reference array due to inadvertent forces (e.g. Due to the non-brainlab drape being placed and rested over the reference) that likely occurred during the draping setup and removal prior to verifying and accepting the registration accuracy. The array movement software warning also appeared during the surgery, further indicating the possible occurrence of reference shift. Movement of the reference system relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while planning and placing the screws at left l3-l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab scanner device was recalibrated to the brainlab navigation on (B)(6) 2021.

Event description:
An open surgery on the spine for posterior lumbar interbody fusion (plif) at vertebrae l3 - l5, with intended placement of 6 pedicle screws for fixation, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of l5 (reference clamp carbon with 4-sphere array), acquired a 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted it to proceed , for the left side screws (l3, l4, l5), confirmed the screw trajectory using the brainlab pointer, prepared the screw path using the navigated brainlab drill guide and a navigated non-brainlab tap (that was advanced to the entire length of the screw), and placed the screw using a non-navigated non-brainlab screwdriver, acquired an x-ray of the placed screws and detected a deviation from intended position (for all screws, up to 2cm), removed all three screws, confirmed array placement/rigidity and acquired a new 3d fluoroscopy scan, in the meantime recalibrated the drill guide and tap, placed the pointer in the l5 pilot hole, acquired an x-ray, and detected a deviation of pointer position shown on the x-ray compared to its position on the navigation display, and placed all (six) screws without aid of navigation . According to the surgeon: the 3 screws not placed as intended were corrected in the very same surgery (removed and replaced without aid of navigation) ,the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended ,there was no direct (or increased) risk of harm to a critical structure due to this issue ,there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 20 min) , and there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the 3 screws not placed as intended were corrected in the very same surgery (removed and replaced without aid of navigation) ,the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended ,there was no direct (or increased) risk of harm to a critical structure due to this issue ,there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 20 min) , and there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating 3 screws from left l3-l5 having been placed up to 2cm off from their intended positions is a decalibrated non-brainlab c-arm that was used to acquire the patient image that was automatically registered to navigation and accepted by the user for the procedure. Specifically, as brainlab support verified the new scanner calibration performed 2 days prior to the case, but the verification scans performed after the surgery revealed a deviation between 10-20mm, it is reasonable to conclude that the scanner became decalibrated in between this time/before the surgery occurred. A decalibrated c-arm (due to e.g. Improper handling, misuse, damage, etc.) Will result in an inaccurate registration result. An additional, but minor factor, that may have contributed to the reported inaccuracy is movement of the reference array due to inadvertent forces (e.g. Due to the non-brainlab drape being placed and rested over the reference) that likely occurred during the draping setup and removal prior to verifying and accepting the registration accuracy. The array movement software warning also appeared during the surgery, further indicating the possible occurrence of reference shift. Movement of the reference system relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while planning and placing the screws at left l3-l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab scanner device was recalibrated to the brainlab navigation on (B)(6) 2021.

Event description:
An open surgery on the spine for posterior lumbar interbody fusion (plif) at vertebrae l3 - l5, with intended placement of 6 pedicle screws for fixation, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of l5 (reference clamp carbon with 4-sphere array), acquired a 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted it to proceed , for the left side screws (l3, l4, l5), confirmed the screw trajectory using the brainlab pointer, prepared the screw path using the navigated brainlab drill guide and a navigated non-brainlab tap (that was advanced to the entire length of the screw), and placed the screw using a non-navigated non-brainlab screwdriver, acquired an x-ray of the placed screws and detected a deviation from intended position (for all screws, up to 2cm), removed all three screws, confirmed array placement/rigidity and acquired a new 3d fluoroscopy scan, in the meantime recalibrated the drill guide and tap, placed the pointer in the l5 pilot hole, acquired an x-ray, and detected a deviation of pointer position shown on the x-ray compared to its position on the navigation display, and placed all (six) screws without aid of navigation . According to the surgeon: the 3 screws not placed as intended were corrected in the very same surgery (removed and replaced without aid of navigation) ,the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended ,there was no direct (or increased) risk of harm to a critical structure due to this issue ,there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 20 min) , and there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.